Event description:
It was reported that: catheters in kit will not thread properly and needs to use mutliple kits on one patient. Additional information: the catheter simply won't pass into patients. It's not uncommon for there to be a small amount of resistance as the catheter exits tuoy into patient. No adverse outcomes. Associated complaints 9680794-2024-00035, 9680794-2024-00036, 9680794-2024-00037, 9680794-2024-00038, and 9680794 -2024-00039.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and epidural needle with no relevant findings. The customer did provide a photo that appears to show a lidstock. However, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: catheters in kit will not thread properly and needs to use multiple kits on one patient. Additional information: the catheter simply won't pass into patients. It's not uncommon for there to be a small amount of resistance as the catheter exits tuoy into patient. No adverse outcomes. Associated complaints 9680794-2024-00035, 9680794-2024-00036, 9680794-2024-00037, 9680794-2024-00038, 9680794-2024-00034 and 9680794 -2024-00039.